Event description:
Customer alleged blood glucose results of 359 mg/dl and 146 mg/dl when testing was performed back-to-back on the advantage system. Customer had no symptoms. Customer did not treat or act on the results other than to take his routine doses of glipizide and metformin and to eat breakfast. No serious adverse event was reported in connection with the alleged malfunction. Suspect device is not available for return; replacement product was sent.

Event description:
Reporter alleged that aviva blood glucose test strips were labeled with an expiration date of 07/31/2010. The manufacturer's batch record shows the actual expiration date to be 05/31/2010. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.